Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, on heartstring seal did not load properly. When staff depressed the green buttons on the loader device, then pushed in the delivery device, the seal did not fully load into the delivery tube so when they pull out the delivery device, the seal remained in the loader. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection revealed that the delivery device was inside the loader device and not seated properly. The plunger had not been depressed. The seal's tension spring components were outside the delivery tube. The seal failed to load into the tube, and upon removal of the delivery tube from within the loader device, the seal subassembly remained inside the loader device. There was no evidence of blood on the device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.